Event description:
Complainant alleged that during the incoming inspection of the device, the device failed the leakage test. In addition, there was no "lead off" message displayed when the lead off test was performed. The complainant indicated that there was no pt involvement in the reported malfunction.